Manufacturer narrative:
(B)(4).

Event description:
The patient reported that her device malfunctioned because the implantable neurostimulator (ins) battery didn't last 5 years. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine when the depletion was first noticed.

Manufacturer narrative:
Date of event (B)(6)2015 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that their ins (implantable neuro stimulator) had been replaced. Patient was asked if ins was replaced due to normal battery depletion and they said no, saying they were told it malfunctioned, the battery stopped working. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3889-28 lot# va00ban product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that when the ins was replaced they left the leads in and then implanted a new ins with new leads. Patient stated the leads were left inside because they were hard to remove. Patient was asked if ins was replaced due to normal battery depletion and they said no, saying they were told it malfunctioned, the battery stopped working. No further patient complications were reported/ anticipated as a result of this event.